Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two clip delivery systems referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report that after the initial procedure, it was found that the mitral regurgitation had increased and required an additional mitraclip procedure for medical intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat functional mitral regurgitation (mr). One clip was implanted. On an unknown date, increased mr was noted, with a grade of 3-4. On (B)(6) 2016, a second mitraclip procedure was performed for treatment. The first clip delivery system (cds) was advanced to the mitral valve leaflets. Visualization was difficult; however, the deployment process was started. The cap of the lock lever was removed and the lock line was released. During this maneuver, the anterior leaflet came out of the clip and the mr increased. The lock line and the gripper line were fixed in place using the covers, ring and cap of the levers. The clip was opened and a new grasping process was started. While advancing the gripper lever, the grippers didn't move down to the leaflets. The cds was removed and replaced. A second clip was deployed with good mr reduction, but, after approximately one minute, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr had increased, and there was a suspected tear in the anterior leaflet. The procedure was discontinued with no reduction of mr. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of mitral regurgitation appears to be related to patient morphology/pathology (disease progression) and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, information was received indicating that the physician deemed the increased mitral regurgitation (mr) due to progression of disease. Although mr due to progression of disease is not related to the mitraclip device or procedure, this event was previously reported; therefore, it will remain reportable. No additional information was provided.